Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported guidewire can not be retracted and must be surgically removed. Insertion of powerglide pro 22g with ultrasound on a girl with bone fracture. Smooth insertion without resistance of guide and catheter. Afterwards, the guide cannot be withdrawn. Attempts to pull out the catheter and guide together are also not possible and must be removed surgically under local anesthesia and intoxication. Control of the x-ray and ultrasound of the vessel shows that everything has been removed. The patient is in good health after the procedure.

Event description:
It was reported guidewire can not be retracted and must be surgically removed. Insertion of powerglide pro 22g with ultrasound on a girl with bone fracture. Smooth insertion without resistance of guide and catheter. Afterwards, the guide cannot be withdrawn. Attempts to pull out the catheter and guide together are also not possible and must be removed surgically under local anesthesia and intoxication. Control of the x-ray and ultrasound of the vessel shows that everything has been removed. The patient is in good health after the procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire removal is confirmed and was determined to be use-related. One 22 ga powerglide pro was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned powerglide pro. The catheter was returned attached to the guidewire. The needle was observed to be slightly curved and out of alignment with the guidewire housing. A sharp bend was observed along the needle shaft where the catheter was observed to still be attached to the device. The catheter was observed to be bunched along the length of the catheter. A microscopic observation revealed the distal weld tip of the guidewire to be present with the device, but broken. A split was observed along the proximal end of the catheter. The break sites of the core wire of the guidewire were observed to be at a sharp angle with granular fracture surfaces, as if it had been pulled against the needle bevel. Microscopic inspection of the returned guidewire revealed that the cause of damage was likely due to excessive manipulation of the catheter and/or pulling against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.